Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was also mentioned that the ipg was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was also mentioned that the ipg was not holding a charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing burning sensation at the ipg site. It was also mentioned that the ipg was not holding a charge. The patient will undergo a revision procedure.